Event description:
Affiliate reported that the device could not be detected. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this investigation. During the evaluation, a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: kink in catheter 21.3cms from tip end of sensor case. The sensor failed drift tests #150; off scale at start of test, should be equal or less than 5mmhg in 7 days. Based on the above evaluation, the supplier has determined that the cause of failure was a 3f sensor component defect. Additionally, the supplier confirmed that the component was not defective before use. The supplier was unable to determine the cause of the drift failure. This is considered to be an isolated incident. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered to be closed.